Event description:
The customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 519 mg/dl. The customer was treated with bolus and the manual injection. The customer was admitted at (B)(6) hospital (B)(6) 2014. The patient was not in an accident. The customer was wearing the insulin pump in the time of 911 call. The customer will call back when release and get additional supplies so can troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.